Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.

Event description:
The patient suffered from a pocket infection of the inserted event recorder. Redness and pus were seen for about four weeks. Spontaneous pus discharge and departure of the device from the pocket was seen. The biomonitor iii was explanted and amoxicillin was given. The pocket was cleared, wound cared and closed.